Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not turn black during withdrawal until the device had been completely removed from the body. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepared per instructions for use (IFU), with no visible damage noted prior to use. There was no difficulty connecting the device with the vascular non-cordis sheath introducer (si), and the indicator wire cowling locked with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the device and non-cordis sheath were retracted together until bleed back slowed or stopped. The indicator did not show black-black, nor was any red color observed in the indicator window, and the physician¿s thumb was not placed on the plug deployment button during retraction. Upon removal, the indicator wire loop was deployed with no abnormalities. The device was not deployed outside the body. A non-cordis catheter sheath introducer was used. Angiography confirmed femoral artery suitability, vessel diameter =5 mm, with mild calcification and mild tortuosity, and no stent or significant stenosis at the puncture site. The procedure was diagnostic using a retrograde approach, and there were no pre-existing access site complications (hematoma, arteriovenous fistula, or pseudoaneurysm) or prior closure within the last 30 days. The device will be returned for evaluation.